Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (time not specified). The patient manages her diabetes with insulin pump therapy, however, it is not known how often the patient tests her blood glucose. Prior to the start of the alleged meter issue (date/time not specified) the patient reportedly could not walk and was disoriented. The patient¿s previous blood glucose result with the subject meter (prior to the onset of her symptom) is not known and it is not clear what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. On an unknown date/time the patient reportedly obtained a blood glucose reading of ¿85 mg/dl¿ with the subject meter and the patient denied taking any action in response to the reported result. At an unspecified time on (B)(6) 2013 (reason not clear) the emergency medical services (ems) was contacted, the patient was tested with the ems¿s meter (result not known), and she was administered (at 5:30 pm) IV glucose as treatment. The patient¿s blood glucose reading with the subject meter after receiving treatment is not known nor is it specified if the patient received any additional medical intervention. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.